Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with product return. Visual inspection identified that the threads were damaged. The underside of the strike plate showed gouges on opposing sides of the handle and the handle shaft exhibited signs of impact. Strike plate shows signs consistent with use. Review of the device history records and receiving inspection reports identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threads on the cup impactor were damaged during initial tha. It was noted that another impactor was used to complete surgery. No impact or harm to patient. Attempts have been made and additional information on the reported event is unavailable at this time.